Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 89-year-old female on impella cp for mechanical circulatory support. It was reported that the patient developed a hematoma on the groin and femstop was applied to reduce the hematoma expansion. The physician noted a pseudo aneurysm that required a covered stent. The physician believed this occurred during implant because of the patient¿s small vessel size and tortuosity. The patient's purge solution was switched d5w to sodium bicarb. The plan was also to start heparin drip at 500 u/hr once the ptt comes down and currently, the ptt was over 200.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: